Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was feeling stimulation and had alerts for impedance out of range. Upon review of egms, the left ventricular lead exhibited high impedance. Lead dislodgement was suspected and it was suggested to perform a chest x-ray to visualize lead position. No intervention was performed. Patient was doing fine and did not report any further issues. Patient will continue to be monitored remotely via merlin.net.